Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an upgrade from dual chamber ICD to bi-v ICD on (B)(6) 2020, upon interrogation of the device prior to the procedure, it was noted that the right ventricular lead exhibited low sensing and capture threshold problems. Since the left-sided veins were occluded, the physician elected to implant a new device system on the right side and turned off the device system on the left side. The procedure was completed successfully, and the patient is doing well.